Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A siemens customer service engineer (cse) specialist recommended that the customer change the software setting for the instrument so that the instrument will holds the sample's initial result when dilution is needed. Upon cse's instructions, the customer determined that the auto dilution was not configured properly and corrected the setting. The cause of the discordant, falsely low progesterone result on one patient sample was related to an incorrect software setting. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low progesterone result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was diluted with a dilution factor of 1:5 and repeated on the same instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low progesterone result.